Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one (1) unit of part number l-70 was received with original package, in used condition. The sample was visually inspected under normal conditions of illumination to detect any cosmetic issue. A crack was found in the female luer connector. To replicate the failure mode an l-70 device was taken to retest for leaks in order to create damage in the female luer, leak test was performed 3 times in the l-70 device. During the third attempt the female luer presented damage in the connection part; however, was not similar to the sample reported. To replicate the failure mode an l-70 device was taken to perform a leak test without the o ring in the piston in order to create damage in the female luer. Circular damage was created in the connection part of the female luer; however, the crack along the female luer could not be replicated. Based on the replication of the failure mode results the crack reported is not attributable to the manufacturing process. No root cause could be determined due to the complaint not being attributable to the manufacturing process. A notification was sent to supplier bd on 14-feb-2024 to inform about the broken luer failure mode for part number 00-208 luer lock adapter female. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the connection to the blood transfusion infusion set was damaged and caused leakage. There was no patient involvement and no patient harm/adverse event reported.